Event description:
When the citadel plus bed frame was picked up from the customer, the arjo service technician observed that the side rail was partially detached from the bed, 2 out of 4 screws holding the panel were ripped off. The customer¿s staff informed that the patient sat on the side rail when was trying to stand up without assistance. At that time, the bed exit alarm sounded and the nurse went into the room and found out that the patient had damaged the side rail. No fall was reported. No injury was sustained.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition that was mechanically damaged (the 2 out of 4 screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) states that "the caregiver should always aid patient in exiting the bed." In the complaint at hand the patient was trying to exit the bed without assistance and the bed exit alarm (varizone patient movement/exit detection) was activated to warn caregivers. According to the IFU the patient movement detection system can be set to alarm when undesired movement of the patient occurs. Thus the alarm functioned as intended. The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. It is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use by the patient when the issue occurred. This record was assessed as reportable due to the side rail panel partial detachment from the bed as the detected issue upon reoccurrence may result in the patient fall from the bed. No injury was reported.